Event description:
A 28 mm diameter x 16 mm diameter x 16.5 length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. A CT scan performed approx 33 months post implan demonstrated the stent graft had slipped down evidence of an endoleak; however, the aneurysm was stable at 5.5 cm. One month later a type 1 endoleak was successfully repaired with a 28 mm aortic cuff. An examination 3 years post implant demonstrated the stent graft had short migration and bowing since the original implant and the aneurysm is stable. There was also a left lumbar artery, which may be feeding the aneurysm sac. No additional clinical sequelae were reported.